Manufacturer narrative:
As reported, a "very complicated patient with a history of a recurrent fistula," developed a fistula two weeks post implant of a phasix st mesh during a bowel resection procedure. It is possible the patient's clinical (complicated) history may have contributed to the fistula formation; however, based on the information reported, no conclusions can be made as to the degree to which the implant may have caused or contributed to the post implant fistula formation. The instructions-for-use, supplied with the device identifies fistula formation as a possible complication in the adverse reactions section. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is estimated based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, a "very complicated patient with a history of a recurrent fistula," was implanted with a phasix st mesh during a bowel resection procedure. Two weeks post-implant, the patient developed a fistula and it seems to be "oozing through the phasix". As reported the patient is fine and not systemically ill.